Event description:
Customer reported the gland of the maxzero connector remains depressed after flush, then "sprays" blood onto patient when gland is released. Customer states this was reported to her by one of her chemotherapy patients on the inpatient oncology unit. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.